Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The battery estimate showed 11 months approximately 4 months prior however was at end of life (eol) currently. This patient was pacemaker dependent and underwent emergent device replacement. A new device was successfully implanted and remains in service. No additional adverse patient effects were reported.